Manufacturer narrative:
The customer's device was returned to physio-control; however, it was inadvertently scrapped. As a result, no further investigation is possible. The cause of the reported issue could not be determined.

Event description:
Physio-control evaluated the customer's device as part of a technical service update. There had been no reports of any issues with the device prior to the evaluation. Upon evaluation of the customer's device, physio-control observed that the display was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer has been provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control evaluated the customer's device as part of a technical service update. There had been no reports of any issues with the device prior to the evaluation. Upon evaluation of the customer's device, physio-control observed that the display was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.